Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of fluid overload. It is within reason to believe the patient¿s fluid overload may have been an unintended consequence of an active peritonitis (addressed in a separate file) as the infection is known to cause drain complication due to fibrin build and localized edema. Regardless, it was reported that the patient¿s fluid overload was not due to malfunction or deficiency of any fresenius product(s) or device(s) by a medical professional. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with fluid overload. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that on (B)(6) 2026, the patient was hospitalized for fluid overload. The source and nature of the patient¿s fluid overload was unknown. During this admission, the patient¿s pd catheter (not a fresenius product) was removed. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event, and she was discharged on (B)(6) 2026. It was reported that the patient¿s fluid overload and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). It is unknown whether the patient will return to pd therapy following this event.